Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation outside the patient, the cutting wire of the truetome 39 broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event.